Event description:
According to the report, the pt had previously been able to use the telephone without problems. One year ago a granuloma had to be removed from the me of the implanted side (right), after that no hearing impression was possible. Testing did not show any malfunction but the values had changed quite a lot. CT images were observed and it was seen that the electrode was inserted in the right way. The reference electrode was also checked, which was fine. Higher mcl levels were induced but they could not evoke any hearing sensation. Pain sensation was felt after increasing the pulse duration.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.